Event description:
Addendum (B)(6) 2010: the patient's procedural summary showed that the patient underwent percutaneous transluminal coronary angioplasty distal to the rca/pda with a non-cordis balloon during the index procedure. Approximately two months post index procedure the patient presented to the emergency room with cardiac chest pain and was admitted the following day. A percutaneous coronary intervention (pci) of the distal rca/pda with a des was performed on (B)(6), 2010. The rca/pda had 80% distal stenosis. The lesion was treated with a cypher stent. Post procedure stenosis was 0%. Angiography showed that the stents implanted in the lad in 2009 and the cypher implanted in (B)(4) 2010 was patent.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.